Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that after intraocular lens (iol) implantation in right eye, patient was unhappy with vision at all distances, had difficulty focusing on anything. The patient also complained of mild dermatochalasis, pinguecula nasal and moderate arcus. The lens was explanted and replaced with a non-company lens in a secondary procedure. Patient condition was not resolved.